Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology reported as very short at 8mm in length, and conical aortic neck. It was reported upon final angiogram, there was a proximal type I endoleak. The bifurcated stent graft has shifted distally due to the short and conical aortic neck (MDR# 2953200-2009-00934). The physician elected to place an axf3636w26xh aortic cuff proximally, however, the endoleak did not resolve. (MDR# 2953200-2009-00935) the physician then placed a second aortic cuff axf36363w26xh and there was improvement in the endoleak, however, there was still a slight type I endoleak. The physician believes that the endoleak will resolve after the placement of the second cuff was very slight and will mostly likely resolve when the heparin wears off. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: (endoleak), conclusion: (very short at 8mm in length. And conical aortic neck).